Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0 degree endoscope was analyzed and found to have the attached endoscope adapter (aea) damaged or friction issue. There was strain relief on the ic housing and discoloration of the housing. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is a component failure of the aea.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the operating room (or) team experienced non-intuitive motion; the video was inverted. However, the nurse (caller) contacted intuitive surgical inc. (Isi) technical support engineer (tse) at the end of the procedure. Tse instructed the caller to check the horizon line, but the caller was not able to figure out how it was set. Tse then instructed the caller to reseat the endoscope to have the orientation re-initialized, but without change. Tse had the caller rotate the camera head 180 degree and after doing so, the video issue was resolved. The surgeon was able to manipulate properly all the instrument arms, however, there was some resistance with the endoscope arm. After replacing the endoscope, the issue was resolved, and surgery resumed. Tse advised to advance exchange the defect endoscope (sf2026011). System was ready for use. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the endoscope. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An rfe procedure review confirmed that the simple prostatectomy was completed on (B)(6) 2022 via system (B)(4). This this complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.